Event description:
Co has received the attached medical device and laboratory product problem reporting form from the usp. Co's report of this event will be submitted via alternative (quarterly) reporting for the quearter ending 4/30/95, in accordance with the medical device reporting regulation. The FDA access number is m-599330.